Event description:
It was reported following a thrombectomy procedure in radiology, an angio-seal device was used to close the common femoral arteriotomy site. Femoral angiogram revealed severe distal peripheral vascular disease and location of the puncture to be above the bifurcation. After obtaining outlet hole pulsitile blood flow, the angio-seal deployed, however, when positioning against the vessel wall, the vessel ruptured. Bleeding continued and a hematoma developed; the patient underwent surgical intervention. The patient recovered and was sent home two weeks after the surgical repair of the femoral artery. The angio-seal was found imbedded in the subcutaneous tissue, not in the vessel. The physician felt the patient didn't meet the deployment criteria due to a thrombectomy and the patient's vessels: the angio-seal was not a fault for this incident, in fact, the incident was not reported earlier because of this.